Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for an implantable cardioverter defibrillator (ICD) system extraction procedure due to a bacterial infection. The infection was noted to be unrelated to their implanted products. The extraction of this right ventricular (rv) lead caused a hole in the patients right ventricle and the patient coded. An open heart surgery was required to repair the perforation. The patient was indicated to have several other comorbidities, including renal failure and having undergone a liver transplant, and was on life support. It was noted there were no allegations against the implanted products. The leads were sent to the hospitals pathology department and according to the boston scientific representative, the leads are typically not returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and bacteremia. The rv lead extraction had caused a hole at the right atrium and the patient was coded. An open heart surgery was required for repair. There were no additional adverse patient effects reported. The rv lead was explanted.